Event description:
Procedure performed: laparoscopic cholecystectomy event description: dr. [Name] mentions he was about to introduce the 5x100mm trocar into the cavity with the activation mechanism window in red and he was unable to introduce the trocar, while the activation mechanism became deactivated, he activated it again and tried to introduce the trocar with no success, he mentions on the third attempt to introduce the trocar into the abdominal cavity the trocar bended and broke, he then asked for a new trocar and was able to introduce it and complete the surgery. Product available to be returned. Additional information was received on 12sept22 via email by applied medical representatives: in the complaint, it was the first trocar to be placed through the umbilical incision. The broken was not considered clean, since the broken was partial, no particulation was caused. Note: it was the cannula that partially broke, the obturator was only bent. And the trocar that will be sent (the cannula is already broken, it finished breaking and/or detaching when the technician washed it). Intervention: new trocar and was able to introduce it and complete the surgery. Patient status: good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with the fractured cannula shaft. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and met specifications. Based on the condition of the returned unit, it is likely that the fractured cannula was due to excessive forced exerted on the unit during insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level..

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: dr. [Name] mentions he was about to introduce the 5x100mm trocar into the cavity with the activation mechanism window in red and he was unable to introduce the trocar, while the activation mechanism became deactivated, he activated it again and tried to introduce the trocar with no success, he mentions on the third attempt to introduce the trocar into the abdominal cavity the trocar bended and broke, he then asked for a new trocar and was able to introduce it and complete the surgery. Product available to be returned. Additional information was received on 12sept2022 via email by applied medical representatives: in the complaint, it was the first trocar to be placed through the umbilical incision. The broken was not considered clean, since the broken was partial, no particulation was caused. Note: it was the cannula that partially broke, the obturator was only bent. And the trocar that will be sent (the cannula is already broken, it finished breaking and/or detaching when the technician washed it). Intervention: new trocar and was able to introduce it and complete the surgery. Patient status: good.